Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges infection, soreness, pain and discomfort, and device failure. After review of the medical records for MDR reportability, it was reported that the patient had cutaneous abscess. Clinical notes reported of fever, chills, weakness and cutaneous abscess. Doi: (B)(6) 2015. Dor: not revised (right hip).

Event description:
Ppf and medical records received. Ppf alleges infection after 1st revision. After review of medical records for MDR reportability,there is no revision notes reported.